Event description:
It was reported that the patient felt like they were going to pass out as the device withheld therapy for svt (supraventricular tachycardia) but the rhythm was vt (ventricular tachycardia) due to the atrial lead undersensing. The atrial fibrillation discriminator was programmed off. The device and lead remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.